Manufacturer narrative:
Carefusion file identification: (B)(4). Patient demographics such as age, date of birth, gender, and weight were not provided by the customer. Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer is unable to duplicate the issue. Carefusion (cfn) technical support instructed the customer to do a battery test and run the ventilator on battery and will call back if additional assitance is needed.

Event description:
The customer reported vent inop (inoperable) and motor fault alarms while using the vela ventilator. The issue occurred during patient use, in which the suspect device was removed from the patient, and the patient was placed on a known good ventilator. The customer reported no harm associated with the event. The customer reported an error log shows low battery about one hour before the alarms came on.